Manufacturer narrative:
The investigation was carried out visually and microscopically. Here we found an opened jaw and the clip is no more in its delivery state. We also detected grooves. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. Since these clips are subject to a 100% inspection of surface, geometry and closing force, a delivery condition with poor geometry is excluded. Investigations lead to the assumption that the opened jaw and grooves were caused by an improper handling. The device history records have been checked for the available batch numbers and found to be according to the specification, valid at time of production. There is no indication for manufacturing failure. We detected 3 similar complaints in the last 3 years. The current failure rate is outside the risk analysis, risk analysis has to be checked and adjusted by r&d.

Event description:
It was reported that there was an issue with the microclip. It was reported that "when product was held by the clip forceps and used, the clip did not close." Additional information was not provided. The malfunction is filed under aag reference (B)(4).